Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical der states that the patient experienced ae for ingrow femoral stem, with subsidence and cortical was thinning. Stem is now in varus, cup is stable. Abnormal radiographic evaluation. Event meets the definition of serious and is considered moderate. Event is possibly related to device and definitely not related to procedure. Update 31-jul-2017: clinical der received. Patient was revised for aseptic loosening of the femoral stem.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: clinical der states that the patient experienced ae for ingrow femoral stem, with subsidence and cortical was thinning. Stem is now in varus, cup is stable. Abnormal radiographic evaluation. Event meets the definition of serious and is considered moderate. Event is possibly related to device and definitely not related to procedure. Update 31-jul-2017: clinical der received. Patient was revised for aseptic loosening of the femoral stem. This complaint was updated on: 8-aug-2017.